Manufacturer narrative:
The patients' demographics such as age, date of birth, sex, weight, ethnicity and race were not supplied. The erroneous patient result and quality control recovery was isolated to the specific reagent pipettor number 2. The low results were reported to have begun shortly after a pm (preventive maintenance) was performed. The beckman coulter (bec) field service engineer (fse) inspected the instrument and identified a damaged fitting on the pipettor 2 wash buffer supply tubing. The fitting was damaged due to over-torqueing and this resulted in a leak at the fitting. This caused diminished sample and reagent pick-up and/or delivery capability. The field service engineer replaced the fitting, verified proper system operation and returned the system to the customer conclusion: the cause of this event is a hardware malfunction which was likely caused by use error

Event description:
The customer reported that an erroneous low troponin I (access hstni) result was generated for one patient's sample on the customer's dxi800 immunoassay system.(serial number (B)(4)). The customer identified one patient result that recovered with lower than expected access hstni results. Repeat analysis of this patient's sample recovered with higher access hstni results. The customer also tested the patient's sample on the vidas, biomerieux and obtained higher tni results that were within expectation. There was no report of patient injury or change in patient treatment associated with this event. The customer's actual patient results were not provided. Quality control results were recovering below the customer's expected ranges. Information on patient sample collection and processing was not provided. No issues with sample integrity were reported by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument.